Manufacturer narrative:
Device was not returned for eval.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed after firing the first staple. A new device was used to complete the procedure. There was no patient consequence.